Manufacturer narrative:
The lighting system was installed at the customer's location in 2003 and has been in service for approximately 15 years. The lighting system is under steris service agreement. A steris service technician arrived onsite to inspect the lighting system and wall controller and was able to duplicate the reported event. The technician found that the root cause of the event was the on/off power switch, a component on the wall controller. As the on/off switch required replacement this caused the lighting system to work intermittently. The technician replaced the switch, tested the lighting system, and found it to be operational. No additional issues have been reported.

Event description:
The user facility reported during a patient procedure the wall controller to the harmony la500 lighting system was working intermittently. No report of procedure delay or cancellation. There were no injuries associated with the reported event.